Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for the olecranon comminuted fracture. A va olecranon plate was used for surgery. The locking screws inserted with temporary fixation k-wires and variable direction were intermingled, and the screws could not be locked because the screws interfered with something and the screw direction was changed. The 22mm locking screw was able to be inserted into another screw hole. However, the 24mm locking screw could not be locked after insertion. The surgeon rotated the 24mm locking screw counterclockwise but could not get it out. Although he sharp hook and the hospital¿s forceps were used to lift the screw head to remove the locking screw, it didn't work. Therefore, the surgeon decided to remain the screw. After use of the sharp hook, the nurse realized that the tip of the sharp hook was chipped and missing. The c-arm was used, and the broken tip could not be found. The wound was cleaned and closed. The surgery was completed successfully without any surgical delay. No further information is available. A va olecranon plate was used for surgery. The locking screws inserted with temporary fixation k-wires and variable direction were intermingled, and the screws could not be locked because the screws interfered with something and the screw direction was changed. The 22mm locking screw was able to be inserted into another screw hole. However, the 24mm locking screw could not be locked after insertion. The surgeon rotated the 24mm locking screw counterclockwise but could not get it out. Although he sharp hook and the hospital¿s forceps were used to lift the screw head to remove the locking screw, it did not work. Therefore, the surgeon decided to remain the screw. After use of the sharp hook, the nurse realized that the tip of the sharp hook was chipped and missing. The c-arm was used, and the broken tip could not be found. The wound was cleaned and closed. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the sharp hook l155 was broken from the hook tip. The fragment was not returned. No postoperative x-rays were provided to confirm the embedded device; therefore this allegation can't be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sharp hook l155 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code: 319.390 lot number: 49p2138 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-mar-2020 manufacturing site:jabil bettlach if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.